Event description:
It was reported that catheter issue occurred. The opti cross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the wire wrapped around the catheter while going on live imaging. The catheter and the wire were pulled out of the patient together. The procedure was completed successfully using another similar device, and there were no patient complications.